Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. Per the technique guide, the returned instrument is part of the depuy synthes titanium elastic nail system. The instrument is utilized to cut elastic nails to length to accommodate patients¿ anatomy. The device was returned disassembled and upon visual inspection of the device, it can be seen that the socket portion of the wrench has broken into at least two pieces (per the complaint description) and only one of those fragments were returned. The balance of the device shows some wear and tear. The complaint is confirmed. A review of the current design for the top level drawing for the instrument was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A device history record review was done for the instrument and no non-conformance reports were generated during production. Review of the device history record(s) showed that there were not issues during the manufacture of the product that would contribute to this complaint condition. No definitive root cause was able to be determined however the failure mode is typically associated with overtorquing and/or rough handling. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no other medical intervention needed. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 20, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threading of a cutter for titanium elastic nails on the 11mm socket inside of a wrench during a mal-union repair of a mid-shaft femur fracture on (B)(6) 2016. The cutter broke into two (2) pieces. An 11mm wrench was then used as a back-up for the actual cutter. The procedure was completed successfully with no reported delay or patient harm. The patient's post-operative status was noted to be stable. This report is 1 of 1 for (B)(4).